Event description:
During device evaluation, the bronchofibervideoscope's plate was found to have corrosion resulting from water leakage. No patient involvement was associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the findings of the investigation, the probable cause was determined to be component damage resulting from deterioration, deformation, or physical stress. No design or manufacturing deficiencies were identified. The most probable cause of this complaint is expected or random component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.